Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved in the u.s.

Event description:
During the one week post implantation follow-up, unstable ventricular threshold values and a significant decreasing of the ventricular lead impedance values were observed. X-ray photo was performed and excluded a ventricular lead dislodgement. The ventricular output value was reprogrammed from 2.5v/0.35ms to 5.0v/0.85ms.